Manufacturer narrative:
Investigation completed 08/08/2017. Device history record reviewed for product ID a3059 work order (B)(4) serial # (B)(4)manufactured on 07/16/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back in from 07/20/2015 to 07/20/2017 for this reported failure using key words "loose" for product ID a3059 shows that 6 complaints were received including this case. No new design or manufacturing trends have been identified. Evaluation was unable to conclusively verify customer information as valid; no failure found. Therefore, no root cause can be established.

Event description:
It was reported that the a3059 mayfield skull clamp was loose (arm movement from back to front). Another device was used. Moreover, the button to fix the arm would not totally push. The sales rep did not know if the loose arm and the button issue are linked or if it is 2 different issues on the device. The issue was detected when preparing the device on the patient before the surgery. Surgery was reported as being a little bit delayed, but without issue for the patient. Additional information was received 05jul2017, there was a 5 minute surgical delay.